Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Leaking was noticed out of the handle of the catheter during flushing. The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave pfa catheter is not expected to return for laboratory analysis as it was disposed.